Manufacturer narrative:
Clarification d.1, d.2a, d.2b, d.4: device information not provided. Device has been defaulted to a saline device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient reported right side device rupture, capsular contracture, baker grade unknown, "increasing breast hardening and deformation" and pain. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side device rupture, capsular contracture, baker grade unknown, "increasing breast hardening and deformation" and pain. Later healthcare professional reported "pain, hardening, capsular contracture (baker grade iii), device rupture, diagnosed by MRI". The device has been explanted.

Event description:
Later healthcare professional reported "capsular contracture (baker grade iii), device rupture, diagnosed by MRI".

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event of capsular contracture and rupture was reviewed on august 12, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.